Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, which had a failed flow rate test. The event occurred during preventive maintenance in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
It was reported that a spectrum pump failed a flow rate test by under infusing. The event occurred during preventive maintenance in the biomedical service department. The volume to be infused was 10 from a 1000 ml bag of saline at a flow rate of 40 and the head height of the container was reported to be 24 inches. There was no patient involvement. No additional information is available. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.